Event description:
Flow sensor alarm; unable to measure return vt. Flow sensor was changed and vent was turned off while the rn bagged the patient. Pt placed back on and still would not work properly. Vent was changed out and that fixed it.biomed review: rec'd device with note stating "flow sensor malfunction; changed, still not working." Unit powered on normally -noted several flow sensor calibration errors in alarm log. Installed clean flowsensor which calibrated and data on display appeared normal. Re-installed flow sensor that failed earlier and found that it calibrated fine. Question flow sensor monitoring cable/board. Will contact drager to have onsite service using current patient settings and test lung.